Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality control (qc) was high out of range on the day of the event. The customer performed an advanced clean and replaced the integrated multi-technology (imt) sensor. The qc was still out of range. The customer noticed that after replacing the standard b bottle, the measurement error on qc for na and other methods were too high. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the imt probe and module. The cse performed priming and read cycles, which passed. The cse noticed that the flat cable on the imt arm was in the way for the imt probe when moving horizontally. The cse adjusted the flat cable position to remove the obstacle. The cse checked the standard b bottle piercing, and ran a full quick check, which passed. The cse ran qc, which were within range. The cause of falsely elevated na results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension vista 1500 instrument (serial number (B)(4)). The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument (serial number (B)(4)), all resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.